Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Upon opening the device, corrosion was observed on the bottom battery. All attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. During the investigation, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Bolus corrections were performed utilizing the pod.